Manufacturer narrative:
Product complaint #: (B)(4). This is a duplicate report of 1818910-2018-61765. 1818910-2019-103038 is being retracted as it is a report duplication. 1818910-2018-61765 will be kept for investigational purposes.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient underwent a left knee revision due to a loose tibial tray at an unknown interface. Two depuy cement products were used during the primary operation. Doi: (B)(6) 2013, (B)(6) 2015 left knee.